Manufacturer narrative:
Correction: aware date for the patient report of erosion through the skin and infection was (B)(6) 2016 and not the prevously reported date of (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID 7427, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID 3587a, lot# la9794, implanted: (B)(6) 2002, product type: lead. Product ID 3887-28, lot# j0010370v, implanted: (B)(6) 2001, product type: lead. Product ID 3887-28, lot# j0015984v, implanted: (B)(6) 2001, product type: lead. Product ID 3998, lot# v007781, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and chronic intract pain. It was reported that the patient's device was eroding through their skin. It has not come through the skin but the outline can be seen. The device was moved up and repositioned and as a result, the patient got an infection. The patient was in the hospital for 4 days, and was given antibiotics. The patient stated that the infection healed. Indication for use is post lumbar laminectomy syndrome.

Manufacturer narrative:
Only one of the two 3887-28 leads were replaced with the 3998 lead in 2006. The products have not been returned so analysis cannot be performed at this time.

Event description:
Additional information reports that the patient still has the leads in. The lead paddles were moved up higher because she wasn't getting good relief. When this occurred, the patient states that they damaged her spine. Since 2016 her pain has been a 8 out of 10 in the thoracic spine scapula area. If she brings her arms up just a little bit it goes into spams and is intolerable. The patient recalls a reps saying that one her leads were failing in 2006. (The patient had a new lead implanted on the day of the ins revision) it was also noted that the patient has parkinson's.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient was still sore from the difficulty during paddle lead implant. The patient provided an update and stated they had the lead removed around (B)(6) 2017. The patient stated it was about 5 inches long with a hook. The patient stated all the components have been removed. The patient stated that to the best of their recollection, the patient was told by a manufacturer's representative (rep) the implantable neurostimulator (ins) was depleted and that it was premature. The patient stated they have a healthcare professional (hcp) to work with so they can have an x-ray to verify everything is removed. However, the patient stated the prior x-ray showed nothing above their waist. It was noted the patient already had an MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See regulatory report number (B)(4) for information pertaining to the premature battery depletion. Any additional information regarding the premature battery depletion will be captured under regulatory report number (B)(4). If information is provided in the future, a supplemental report will be issued.